Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was upward 500 mg/dl and also blood glucose level went around 350 mg/dl. Customer treated with insulin pump. Troubleshooting was performed for high blood glucose. The product will not be returned for analysis.

Manufacturer narrative:
Evaluated eight open/used reservoirs. Inspected reservoirs. Inspected reservoir, snap-cap, and septum for anomalies none were found. Ran occlusion test : reservoirs filled with diluent and connected to a new infusion set. Installed reservoirs & connector into a paradigm insulin pump. Performed a manual prime, visual fluid flow through infusion set and out catheter tip. Evaluated one random seal reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test : reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir & connector into a paradigm insulin pump. Performed pump manual prime, visual fluid flow through infusion set and out catheter tip. (B)(4).